Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd vacutainer® single use holder was found with the "holders having excessive flashing." There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: bd had not received samples, but photos were provided by the customer facility for investigation. Based on evaluation of the customer photos, the customer¿s indicated failure mode for excess flash with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on the investigation, the most likely root cause was determined to be related to the molding process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.